Event description:
As reported by the user facility: "I had an issue with a pump. We were infusing an experiment drug that has the same viscosity as water. The syringe was filled and sent to us from the pharmacy. It was a 20ml bd syringe, 302830, filled with 20ml. The nurse set up the pump for a rate of 10ml/hr for one hour. At the end of the hour the pump showed that it infused 10ml but the syringe still had 12ml in it."

Manufacturer narrative:
(B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation, further investigation of the complaint was not possible without a sample. Issue reported could not be confirmed.